Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported being hospitalized for high blood glucose on (B)(6) 2014. Customer's blood glucose was 581 mg/dl when admitted. Customer had bent cannulas leading up to the event. Customer was released later the same day. Once she got home, her blood glucose went up again. She experienced vomiting. She changed sites again and noticed the cannula was bent again. Customer was advised of proper insertion and site methods. Nothing further reported.